Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 90% stenosed mid right coronary artery (rca). Post orbital atherectomy, a perforation was observed in the rca. The patient was stabilized with prolonged balloon dilation. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 90% stenosed mid right coronary artery (rca). Post orbital atherectomy, a perforation was observed in the rca. The patient was stabilized with prolonged balloon dilation. The patient was in stable condition. Additional information was received indicating in the physician's opinion, the oad caused the dissection.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).